Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a broken and open skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient applied petroleum jelly to the skin irritation. The patient's physician advised the patient to remove and return the equipment. Outcome of the skin irritation is unknown.